Event description:
Additional info provided by the reporting surgeon indicates the pt had a history of light sensitivity prior to cataract surgery and wears sunglasses much of the time. The pts visual acuity following surgery was 20/20. Prior to surgery, pt's visual acuity was 20/50.

Event description:
A pt reported that she has been experiencing visual disturbances following cataract surgery. She described these as bright bursts of light coming in from the side.